Event description:
Event description guidant received information that, during an ep study, this implantable cardioverter defibrillator (ICD) undersensed low amplitude signals during a tachy episode, resulting in therapy being diverted.